Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the perineal and popliteal arteries using an indigo system catrx aspiration catheter (catrx), an indigo system aspiration catheter 3 (cat3), and a sheath. During the procedure, the catrx broke near the hub while the physician was advancing it in the patient's vessel. Therefore, the catrx was removed. Next, the physician used a cat3 but determined that it was not big enough to handle the clot burden. There was no other reported issue with the cat3. Therefore, the cat3 was removed. The procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder